Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon a visual inspection of the valve it was found that the stator was dislodged, therefore; the cam position/pressure could not be determined. Further evaluation of the device under appropriate magnification found that the valve casing was cracked and had imprint marks from the cam mechanism, which may suggest that the device sustained some form of impact. A review of the device history records confirmed that the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the rotor dislocated from baseplate; programming of valve not possible. Implantation date: (B)(6) 2002, explantation date: (B)(6) 2014

Manufacturer narrative:
(B)(4). This complaint was re-opened as it was communicated from the affiliate that when the product was returned for investigation along with complaint (B)(4), the samples were labled incorrectly. As a result a follow up is being filed to update the investigation. During the visual examination of the valve it revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification and no damage to the valve casing was found. The cam mechanism magnets were inspected and it was found that the magnets failed the test. The cam mechanism magnets were tested for polarity and failed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 2nd february 2001. The root cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 which was designed to minimize this type of dislodgement. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.